Event description:
It was reported the device has been implanted for approximately three years. However, within the past four months, the battery has shown depletion from 2.8 to electric replacement indicator at 2.62. Premature battery depletion is suspected, and consequently, the patient is scheduled for a replacement cardioverter defibrillator within two weeks. At time of reported event, no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the united states. This event is being reported due to an alleged or confirmed malfunction. The device is part of the advisory for this model.